Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, the patient was implanted with one (1) titanium end cap t25 stardrive, one (1) titanium distal locking screw, one (1) titanium cannulated humeral nail-ex, sterile, one (1) 38mm titanium locking screw and one (1) titanium spiral blade on an open reduction internal fixation (orif) due to proximal humeral fracture. After the insertion of the titanium cannulated humeral nail-ex the bone failed around the implant. The surgeon removed the titanium end cap t25 stardrive, titanium locking screw and the titanium spiral blade and re-reduced the humeral head on top of the nail. The only implants that remained in the patient were the titanium cannulated humeral nail-ex and the titanium distal locking screw. The surgeon indicated that there was concern with the patients bone quality and possibly bone cancer. There was a noted abnormality on the x-ray and a culture was taken from the possible malignant tumor. The procedure was successfully completed with surgical delay. This report is for (1) ti end cap t25 strdrv 0mm ext humeral nail-ex spiral blade. This complaint involves five (5) devices. This report is 1 of 5 for (B)(4).